Manufacturer narrative:
Analysis received the unit with unresponsive buttons due to a corroded keypad trace connector. Analysis was unable to confirm compromised force sensor system alarm and perform the displacement, rewind, basic occlusion, occlusion, and prime tests. Also, found the unit had corroded motor and electronic assemblies. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received a compromised force sensor system alarm during the prime rewind process. His blood glucose was 285 mg/dl at the time of incident. He stated the insulin pump was not dropped or bumped. He stated that the drive support cap was recessed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.